Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken pin was found inside the pin collet attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.